Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from multiple proficiency samples run on a vitros 5600 integrated system. There was no evidence that an instrument or reagent malfunction occurred. Acceptable vitros tsh results were obtained upon repeat testing of the same proficiency samples using an alternate tsh calibration curve. However, there is no evidence to suggest the event was related to the tsh calibration curve that was in use at the time of the event. The root cause of this event is unknown.

Event description:
A customer observed lower than expected vitros tsh results from multiple proficiency samples run on a vitros 5600 integrated system. Vitros tsh results initially obtained (sample k-07 = 0.33 miu/l, sample k-08 = 13.4 miu/l) were lower than expected compared to the peer mean provided for each sample (sample k-07 = 0.559 miu/l, sample k-08 = 20.470 miu/l). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).